Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed severe cutting in the insulation resulting most likely from the explant procedure. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by while retracting the fixation mechanism. Furthermore, blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. No sign of a material or manufacturing problem was present.

Event description:
This lead became dislodged post implant and the physician attempted to reposition it. The helix would not retract or extend. Should add'l info become available, this file will be updated.